Event description:
A healthcare professional reported that the posterior capsule rupture in the patient's left eye, while using new horizontal chop option of system software during cataract surgery. There was no patient harm. Surgery was completed by doing anterior vitrectomy to remove vitreous in bag and by implanting the intraocular lens.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The service onsite history was reviewed for the system. There was no service record relevant to the complaint reported event, found. However, when the system was last serviced (prior to the reported event), the system found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).